Event description:
It was reported that the patient had the generator explanted due to pain. The patient was at a new hospital, so neither the surgeon nor the hospital neurologist could provide any additional relevant information on the report at this time. Attempts for information have been made to the patient's prior neurologist, but no additional relevant information has been received to date. The explanted generator has not been received by the manufacturer to date.

Event description:
Information was received reporting that the hospital discards products after explant, therefore product return is not expected. No additional relevant information has been received to date.